Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® no additive (z) tubes had foreign matter in the sample. This occurred on 4 occasions after use. The following information was provided by the initial reporter: material no. 366703, batch no. 8215681. It was reported that there was red debris in the sample.

Manufacturer narrative:
H.6. Investigation summary: bd received contaminated samples from the customer facility for investigation. Photos of the contaminated samples were sent to the site for evaluation and the customer's indicated failure mode for red debris in the sample with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® no additive (z) tubes had foreign matter in the sample. This occurred on 4 occasions after use. The following information was provided by the initial reporter: material no. 366703 batch no. 8215681. It was reported that there was red debri in the sample.